Manufacturer narrative:
The device was returned to zoll medical UK for evaluation. The reported issue could not be replicated during testing. Log review from 12/28/2025 identified multiple device resets, including a watchdog reset following rapid cable ID changes suggesting the multifunction cable connection or path to the device was a factor. The device experienced resets by design in an effort to self correct. The device passed full functional testing with the customer returned accessories. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device would restart during an attempt to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.